Event description:
A facility reported blood glucose results of 208mg/dl with a lifescan meter and 267mg/dl on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The facility also reported blood glucose results of 67mg/dl with a lifescan meter and 99mg/dl on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on the statistical methodology, the calculated difference of these glucose results exceeds the lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The facility also reported blood glucose results of 105mg/dl with a lifescan meter and 186mg/dl on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.